Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the crainotome device had a drilled tip. It was determined that the cause of the drilled tip was failure to follow the directions for use. It was further determined that when the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause of this condition was determined to be component damage caused by improper handling of the device, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome had a drilled tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.